Event description:
Caller reported an error related to their continuous glucose monitor, specifically mentioning a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer was provided with complete instructions for resetting the pump, and they planned to carry out the reset when ready while being advised to follow up if issues persisted.